Event description:
It was reported that the catheter was placed in early 2007; it was found that the catheter was fractured during the dialysis procedure in 2008. The event of catheter fracture caused severe blood loss to patient and the patient has been sent to ICU. The parameters used in dialysis procedure were the pressure of 80 mmhg and flow rate of 250 ml/min.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.